Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion charger enclosure of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The power conversion charger enclosure has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed an error message stating "software version mismatch, do not proceed, calibrations recommended." Additionally, it was noted that the imaging system booted into standalone mode. There was no patient present when this issue was identified.

Manufacturer narrative:
The enclosure charger for the imaging system was returned to the manufacturer for evaluation. Testing found that there was dust accumulation on the unit and that the firmware on the charger enclosure card was corrupted. If information is provided in the future, a supplemental report will be issued.